Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported difficulty removing the protective sheath was not tested/confirmed due to the condition of the returned device. The stretched shaft was confirmed. The reported difficulty inserting the guide wire was not confirmed. Based on visual, dimensional and functional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation was unable to determine a conclusive cause for the reported difficulty removing the protective sheath; however the reported difficulty inserting the guide wire and stretched shaft appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. (B)(4).

Event description:
It was reported that the protective sheath could not be removed from the 3.75 x 12 mm nc trek balloon without force being used. The balloon catheter could not be inserted onto the guide wire. The balloon appeared to be stretched. There was no clinically significant delay in the procedure reported. No additional information was provided.